Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the pump became warm to the touch. She denied any exposure to moisture or corrosion and did not report any cracks in the battery compartment. The pt confirmed that the battery cap was intact and there was no visible yellow o ring. She said the pump did not burn her skin and she did not require any medical attention.